Event description:
Additional information was received stating that the vns patient was cremated, so her device was likely explanted. The explanted device is not available to be returned for analysis.

Event description:
It was reported that the vns patient passed away on (B)(6) 2013. Attempts for additional relevant information have been unsuccessful to date.